Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels 427 mg/dl. The customer was treated with manual injections. It was also reported that the insulin pump shut off. The customer received a weak battery alarm. Troubleshooting occurred. No additional information was provided.